Event description:
Caller reported a malfunction on pump, identified as malfunction code malf 9. There was no adverse impact to customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received pump reset instructions from technical support and successfully reset pump without recurrence of malfunction. Customer was advised to continue using pump and to call back should issue recur.